Event description:
Account reports discrepant pt results for multiple tests. The following examples were provided: pt 1: initial folate gave 7.43 ng/ml; repeat gave 3.31 ng/ml. Pt 2: initial folate gave 9.5 ng/ml; repeat gave 5.11 ng/ml. Pt 3: initial folate gave 15.65 ng/ml; repeat gave 9.73 ng/ml. Pt 4: initial folate gave 5.86 ng/ml; repeat gave 301 ng/dl. Pt 5: initial folate gave 20.0 ng/ml; repeat gave 11.17 ng/ml. Pt 6: initial folate gave 9.96 ng/ml; repeat gave 5.74 ng/ml. Pt 7: initial folate gave 9.43 ng/ml; repeat gave 6.0 ng/ml. Pt 8: initial prolactin gave 254.4 uiu/ml; repeat gave 401 uiu/ml. Pt 9: initial free t4 gave 28.4 pmoi/l; repeat gave 16.0 pmoi/l. Pt 10: initial folate gave 7.08 ng/ml; repeat gave 3.6 ng/ml. No info provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific root cause, however noted samples contained elevated total protein concentrations. The package insert documents elevated total protein concentrations. The package insert documents elevated total protein concentrations may interfere.